Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on november 24, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet relevant specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that there was a light power problem involving multiple ports on the illuminator. No system message was displayed. Procedure details and patient impact are unknown. Additional information was requested and received.